Event description:
It was reported that a spectrum pump door would not latch. Any patient involvement, injury or medical intervention is unknown. During baxter's functionality testing and evaluation of a spectrum pump, it displayed the door not fully latched message.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom door will not latch, which was observed as a door not fully latched message at power up but was not reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.